Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "orthopat machine does not acknowledge reservoir loaded." No patient/operator injury associated.

Manufacturer narrative:
Upon evaluation of the device on (B)(6) 2012, evidence of fluid ingress was noted and the complaint was escalated. As a result, electrical damage occurred and the top deck distribution board was replaced and centrifuge was cleaned. The device now meets all manufacturing specifications and is ready for use. (B)(4).